Event description:
It was reported that a shaft break occurred. The target lesion was located in a mildly calcified and mildly tortuous left anterior descending coronary artery. A 3.25mm x 12mm emerge balloon was selected for a coronary angioplasty. When the balloon was removed from the packaging, a small kink in the shaft of the balloon was noted. The shaft of the balloon was straightened, and the physician tried to advance the balloon. However, the shaft fractured at the distal one third. The balloon was not advanced any further than the distal radial artery, the physician pulled back the fractured segment of the shaft and it was removed. The procedure was successfully completed with another emerge balloon. There were no patient complications reported and the patient was fine post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. At 33.4cm, and 68cm from the strain relief, the hypotube of the device was kinked. There was a hypotube separation 71.3cm from the strain relief. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Review of the media attached depicted a hypotube kink and separation to the device. Blood in the guidewire lumen was also visible. Product analysis confirmed the reported break and kink as there was separation and kinks to the device.

Event description:
It was reported that a shaft break occurred. The target lesion was located in a mildly calcified and mildly tortuous left anterior descending coronary artery. A 3.25mm x 12mm emerge balloon was selected for a coronary angioplasty. When the balloon was removed from the packaging, a small kink in the shaft of the balloon was noted. The shaft of the balloon was straightened, and the physician tried to advance the balloon. However, the shaft fractured at the distal one third. The balloon was not advanced any further than the distal radial artery, the physician pulled back the fractured segment of the shaft and it was removed. The procedure was successfully completed with another emerge balloon. There were no patient complications reported and the patient was fine post procedure.